Manufacturer narrative:
Upon review of calibration data, calibration signals were within expectations, but varied. Quality controls were within range on the day of the event, but varied on the days before and after. A general reagent problem could be excluded. Upon review of the alarm trace, an abnormal aspiration alarm occurred on (B)(6) 2021. Fibrin filaments were observed in the complained patient sample. The investigation determined the issue is consistent with an incorrect pre-analytic handling of the sample.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted in an hcg+beta result of 856.7 miu/ml and this value was reported outside of the laboratory to the patient. The patient complained because the value did not match her history. The sample was repeated, resulting in a value of > 10000 miu/ml. The sample was then diluted and repeated, resulting in a value of 33266 miu/ml. The hcg+beta reagent lot number was 51653900, with an expiration date of 30-apr-2022.